Event description:
It was reported that a detached sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient developed soreness and redness at the insertion site, and he decided to remove the sensor early. Upon sensor removal, the patient alleged that the sensor wire detached from the sensor pod and remained in the skin and the area appeared infected. On (B)(6) 2025, the patient consulted his primary care physician who advised him to go to the emergency department (ed). In the ed, he had an x-ray (unspecified result) and an incision and drainage (half inch cut) at the needle puncture site. The incision area was disinfected with alcohol, then over the counter neosporin ointment and a bandage were applied to the area. He was discharged home with a prescription of oral antibiotic medication (keflex unspecified tablets, three times a day for seven days. At the time of the report, the infection had already healed. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).